Event description:
Additional information received reported at the initial follow up no noticeable progress had been made. At the next follow up, the diffuse lamellar keratitis (dlk) was still present so the flap was lifted and irrigated. The following visit there was no residual dlk and the condition was resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis two days post lasik in the right eye. The patient noted the right eye is a little blurry compared to the left eye. An oral steroid was prescribed and topical steroid dosage was increased. Additional information has been requested.